Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on with drain volume of 3309 ml during cycle 4. The fill volume is 2000 ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria. Probable cause: insufficient drain, one or more cycle advance to next fill when slow / no flow occurred above the minimum drain volume threshold.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The device was tested and passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, one or more cycle advance to next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter will continue to monitor similar reports to determine if further actions are required.